Event description:
According to the medwatch form, "pt was injured in auto accident 40-50 miles distant from this facility. Chest opened in e.r. And then to o.r. For treatment of injuries. The lifepak (defibrillator) failed to discharge with internal paddles during efforts to revive a trauma pt who was in cardiac arrest." The pt was not resuscitated.